Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, upon inserting into the veins and trying to move to another vein, the guidewire got stuck inside the catheter. The catheter and guidewire were replaced, and the procedure was completed successfully. No patient complications were reported. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, it was noted the farawave catheter was returned with a stuck guidewire still inserted. Foreign material was noted on the catheter distal tip and guidewire. The guidewire was able to be removed, and the foreign material was determined to be some tissue and/or dried blood. It is believed that this was likely caused by the advancement or retraction of the guidewire engaging with some tissue and caused the guidewire to become stuck during use.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, upon inserting into the veins and trying to move to another vein, the guidewire got stuck inside the catheter. The catheter and guidewire were replaced, and the procedure was completed successfully. No patient complications were reported.